Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a scd comfort sleeve. The customer states that a young male (born in 1985) had an abdominal tract operation. An scd sleeve was placed on the patient before the anesthesia and was posted on the leg after the anesthesia. The patient had his legs in the supports during the whole procedure. The operation was 5.5 hours and the patient was sedated for just under 6.5 hours. The sleeve was used even though the patient had a contraindication to the scd sleeve, due to a vascular disease. It was concluded that the patient had compartments bilateral in the calves. As a result, there was an urgent fasciotomy. The patient had pain only in the calves.